Event description:
It was reported to boston scientific corp that during a cystocele and vaginal vault suspension procedure using an uphold vaginal support system, upon throwing the first mesh leg, the needle detached from the mesh leg and was caught in the capio cage. The procedure was completed with another uphold vaginal support system without any complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(6). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).